Event description:
During the implant procedure, the external jugular vein was inadvertently nicked while tunneling with a medtronic catheter passer, resulting in bleeding. Surgeon identified the source and achieved hemostasis using direct pressure. This resolved the issue.